Event description:
It was reported by the patient's psychopharmacologist that the patient "felt bad" over the years and had their vns generator replaced due to battery depletion. The physician's office indicated they had no further assessment or information regarding the patient. The explanted generator has not been received by the manufacturer for product analysis to date and return is not expected to date. No further relevant information has been received to date.